Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to an infection (cellulitis) at the infusion site event on (B)(6) 2025. The patient stated that the infection began around the chest area and was not feeling well. During follow up on (B)(6) 2026, the patient reported inflammation and a bruised rib at the infusion site and changed the cannula. The patient changed infusion set due to leakage and pooling of liquid along belt line due to the infection. The patient was treated with intravenous (IV) antibiotics during hospitalization. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.